Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.

Event description:
The field service engineer reported a pump that went into failure and displayed failure code 570:320:844:0000 during the administration of norepinephrine, cisatracurium, lorazepam, fentanyl, packed red blood cells, and sodium bicarbonate. The pt was a female. Per the hospital rep, there was no pt injury. The pump was swapped out for another pump. No add'l info is available.